Event description:
On january 9, 2009, the hospital received the medical examiner's report attributing the cause of death of a kidney donor to "hem-o-lock clip failure of the left renal artery during laparoscopic nephrectomy for organ donation". The pt had undergone laparoscopic donor nephrectomy at the hospital in 2008 and died on the following day. Although he did well initially, eight hours after surgery, the pt decompensated due to acute bleeding. At re-operation, it was determined that the clip placed on the renal artery was no longer in place. That clip had been the subject of an enforcement report of 2006, which required that the manufacturer add to the instructions for use a contraindication against use of this product in living donor nephrectomy. While the hospital had received notice of the contraindication, the surgeon was unaware of it. Admission and surgery: on the event day, this pt, with no previous medical history, was admitted to the hospital for laparoscopic donor nephrectomy. General anesthesia was initiated at 7:58 am and ended at 2:04 pm. The pt tolerated the procedure well, and estimated blood loss was 150cc. When weaning parameters were met, the pt was extubated in the operating room and taken to the recovery room in stable condition. Incident: approx 8 hours after surgery, the pt complained of breathing difficulty. He became diaphoretic, in sinus tachycardia, bp 110/65, hr 125-130, rr 30-40; 02 sat 100%. Shortly thereafter, the pt became unresponsive to verbal stimuli. Resuscitative measures were undertaken and the pt was taken back to the operating room. Intra-operative findings: an exploratory laparotomy was performed and intra-peritoneal blood was encountered and evacuated from the intra-abdominal cavity. The clip that had been placed at the renal artery stump during the nephrectomy was not visible. A 1.5 cm tear was noted at the aorta, which was clamped and repaired. The remains of the renal artery appeared thin and friable. Eventually, the pt developed dic with hypothermia. Despite all resuscitative measures, the pt expired. The medical examiner was notified and accepted the case. Medical examiner's report: after the post-mortem, but before issuing her final report, the pathologist in the medical examiner's office advised the surgeon that something at the histological level caused or contributed to the failure of the closure at the renal artery, but that she had to investigate further. Neither the histology report nor the neuropathology report has been received by the hospital at this writing. Both are important to confirm that there were no other medical issues which could have contributed to the pt's demise.